Manufacturer narrative:
Device history record in review. Consumer did not return product samples for eval.

Event description:
Consumer inserted the tampon and the clear applicator tube remained with the tampon inside her vagina and she received a minor cut.